Manufacturer narrative:
Corrected method code. Initial reporter also sent report to FDA?: corrected/additional information (voluntary mdmw5077140 attached) (B)(4).

Manufacturer narrative:
UDI: (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis provides endovascular repair of the descending thoracic aorta (dta). The gore® tag® thoracic endoprosthesis may be used as a single device or in multiple device combinations to accommodate the intended treatment site. Additionally, the IFU specifies, the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in the following patient etiologies: previous stent or stent graft or previous surgical repair in the descending thoracic aortic area.

Event description:
On (B)(6) 2018, this patient underwent endovascular reintervention for an abdominal aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis (ctag). The device was advanced and deployed to reline a previous implanted endologix device. Post deployment, during withdrawal of the ctag delivery catheter the physician met with resistance and the catheter seemed to be caught on something. Further manipulation to withdraw the device delivery catheter was attempted when a ¿pop¿ was heard and it was reported that the leading olive of the device delivery catheter had become detached and could been seen in the distal abdominal aorta. Attempts to snare the olive were made but were unsuccessful. An additional ctag was deployed within the previous ctag device to confine the olive. The patient tolerated the procedure.